Event description:
A male with hbv, underwent aaa repair in 2009. The patient's anatomical form was not suitable for endovascular repair due to the proximal neck being an inverted funnel shape. However, the procedure was conducted as labeled. Final angiography revealed a type I endoleak at the main body, proximal neck. Additional ballooning was performed using an occlusion balloon catheter, but the endoleak was not resolved. Another manufacturer's stent, mounted on another manufacturer's balloon catheter, was placed in the proximal neck. After the placement, a resolution of the endoleak was confirmed. The patient has shown signs of recovery.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment, sizing requirements. The physician commented: "I think that the endoleak was caused by the inadequate sealing of the proximal neck due to an inverted funnel shape." Without films/images to review, the degree to which the proximal neck was outside the indications for use is unknown. However, this was likely a large contributing factor to the endoleak. We will continue to monitor for similar incidents.